Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for assessment. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen and tamper tube were able to deploy from the device successfully. The complaint can be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely root cause was determined to be an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician noted that the anchor did not extend from the tip of the angio-seal sheath. When the device was pulled back to create tension, it came out without leaving anything behind. Upon inspection, the anchor was found to still be inside the sheath. I reviewed the proper deployment technique with the physician, emphasizing the need to fully engage the bypass tube. The physician will proceed with this method. The procedure performed was a left heart catheterization, and there was no blood loss. Additional information was received on 04 nov 2024: hemostasis was achieved through manual compression, and the patient is stable. A pre-deployment angiogram was conducted without any issues related to arterial access, sheath, guidewire, or catheter insertion. However, when advancing the device, the anchor and plug did not exit the tip of the sheath.